Event description:
Healthcare professional reported left side "rupture of the implant" device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:visual analysis of the device noted, a flat creaase and brown particles on the shell and gel. Micro analysis noted broken shell that was striated curved assessed as surgical damage. Additionally there was an unidentified tear opening on the posterior of the device. Shell thickness was noted to be within specifications and the device was noted to be underweight.

Event description:
Healthcare professional reported left side "rupture of the implant" device has been explanted and replaced.